Event description:
This report is based on information provided by philips remote service engineer rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that has a battery error. The customer worked with the rse. The customer evaluation determined the battery is depleted. The device needs a battery. However, the device is end-of-life eol) since 31 december 2023 and no parts from philips are available. The customer will try to find a battery from another supplier. No further action at this time. Based on the information available and the testing conducted, the cause of the reported problem was a battery. The reported problem was confirmed by the customer. The device was evaluated by the customer and a battery replacement is needed but the device is eol. The customer will try to find a battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.